Event description:
A caller reported experiencing an occlusion alarm in their device, but the specific alarm number could not be verified by the support team. There was no adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting and ended the call, prompting the technical support team to escalate the issue to the retention department.